Event description:
On may 13, 2024, lifescan (lfs) received notification of a voluntary medwatch report which reported information that a patient reported an unknown issue with her unspecified onetouch meter. The complaint was classified based on information obtained from the medwatch report, since contact information was not provided to obtain further information. The alleged issue occurred on (B)(6) 2023. The patient did not provide details of the issue she was experiencing with the subject meter. The patient reported that she became ¿unresponsive¿ on (B)(6) 2024, and was hospitalized due to her blood glucose. No further details were provided. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. There is insufficient information, including any treatment and clear temporal relationship, to rule out the contribution of the subject meter to the event.